Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00217; 540-01-001, s805 - wear/excessive wear, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient previously underwent a total elbow arthroplasty in 2007. The polyethylene component had worn out and was subsequently replaced along with the bearing.